Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. As received, the battery charger would not power on. The cause of the battery charger not powering on was a flash memory failure (components ul02 and ul05) on the c/a board. The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. In addition there was contamination on the battery charger's bedside and battery board. The root cause for the contamination was unable to be positively determined, but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) year old male patient's wife contacted zoll customer support to report that there was a problem with his battery charger/modem. The patient was provided with a replacement battery charger/modem.